Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to pancreas during an endoscopic ultrasound (eus) pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the stent second flange was stuck in the delivery system and the stent did not deploy. The stent was removed from the patient partially deployed on the delivery system and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.